Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and verified the reported problem. Corrections included replacement of the wireless transceiver and resetting the server. System was tested to factory's specifications and communication was re-established.